Manufacturer narrative:
The device was returned for analysis. The reported suture separation was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first prostyle that was used were successfully deployed. Reportedly, when an attempt was made with a second and third prostyle device, they both had a suture break occur. The sheath was upsized to a 15f sheath and the tavi procedure was completed. Hemostasis was not fully achieved with the pre-placed prostyle suture so a non-abbott device was also used. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.